Event description:
I purchased the freestyle libre 3 continuous glucose monitor (cgm) with the intention of managing my pcos and type 2 diabetes more effectively. I paid $75 out of pocket for the sensor, only to discover after purchase and setup that the freestyle libre 3 app is not compatible with ios 18.5, the current version running on my iphone. Abbott does not currently offer a workaround for ios 18.5 users, and the sensor cannot be activated without the app unless I switch to a dedicated reader. However, abbott's own policy states that once a device (either the app or reader) is selected, you are locked into that choice for the duration of the sensor's life -- meaning switching to a reader would prevent me from using the app later. This lack of compatibility and transparency has rendered my device completely unusable, resulting in wasted money, emotional stress, and delayed access to a medically necessary tool for blood glucose management. There was no clear warning at the point of sale about app limitations with the current ios version. I am submitting this complaint to inform the FDA of this software and device usability issue, as it compromises patient access to care and raises concerns about abbott's transparency and post-market support. I would like the FDA to investigate abbott's failure to maintain current ios compatibility for an app-dependent medical device, and to require clearer warnings to consumers regarding compatibility limitations at the time of purchase. I want abbott to be held responsible for refunding me my $75 dollars.